Event description:
It was reported that a progav 2.0 shunt system (#fx602t) was implanted during a procedure performed in (B)(6) 2024. According to the complainant, the wound arroung the shunt system showed an wound healing disorder. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to measure the opening pressures, the valves are connected to a computer-controlled testing apparatus from the miethke company, which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found in both valves. Results: based on our investigation results, we cannot determine any functional deviations or other abnormalities in the product. We could not find any indications of an infectious cause or a cause of wound healing disorder during the examination. Our products are placed on the market sterile, and all materials used meet the requirements for biocompatibility. Thus, it remains unclear to us why the patient's wound apparently did not want to heal. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.